Event description:
Patients programmed vf and vt rate were higher than actual vf/vt event pt was hospitalized in ICU and received CPR alert: rv lead integrity warning on (B)(6) 2022, (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter {short v-v intervals) and rv lead impedance. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).